Event description:
It has been reported to philips that system was not booting up. The allura device displayed 0:00. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc was faulty. The flexvision pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse examine the system and replaced disk with a new disk, but issue still not resolved, fse confirmed the issue with disk partitioning I/o. So fse replaced fvpc and disk. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.